Manufacturer narrative:
Manufacturer's report date 2/20/1998. The pump was not returned for evaluation, however, the hosp had the pump evaluated by a third party. They reported the pump was found to meet specification and no fault was found. The pump has been placed back into service with no further issues.